Event description:
Info rec'd indicates the brakes are engaging but not holding.

Manufacturer narrative:
The technician found a screw broken in the hex rod. The technician replaced the rod and screw to repair the stretcher.